Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received form the USA stating that there was "bearings damages: it is unknown if the device was being used during surgery. It is unknown if the injury or medical intervention occurred. There was no additional information provided. If any additional information becomes available, this notification will be updated accordingly. The date of the event is unknown.